Event description:
A report received from the USA stated an 840 ventilator experienced a constant alarm which renders the ventilator inoperable during oxygen sensor calibration. The ventilator was not in use on a pt at the time the event occurred. The date of the event is unk.

Manufacturer narrative:
The covidien technical support engineer (tse) assisted the customer with troubleshooting the device over the phone. The action recommended by the tse corresponds with accepted service practices for the error code generated. The tse suggested for the customer to replace the breath (bd) central processing unit (cpu) printed circuit board (pcb). During a follow-up with the customer, the device was found to have a loose pcb connection. The customer reportedly repaired the device by re-seating the pcb. Covidien ref: (B)(4).